Event description:
Procedure: lobectomy. According to the reporter: the handle was locked up and the instrument only partially fired. The surgeon was able to remove the device by force with no tissue damage. Surgery time was extended by approx 30 minutes.